Event description:
The complainant contacted leica biosystems and the following was documented in relation to peloris ii rapid tissue processor serial number (B)(4): "when cassettes were removed from the processor to commence embedding it was noted that the tissue (skin specimens) were not their normal post-processing appearance. They were soft and any comprising subcutaneous fat had a translucent appearance." On (B)(6) 2021, a leica biosystems field service engineer (fse) visited the customer in order to investigate the circumstances involved in this complaint. The fse documented the following findings: "customer reported tissues was soggy mushy. After processing in retort a. On arrival customer staff member (B)(6) reported to me that before the run in question he noticed bottle 9 ethanol was showing a notification on the screen that the bottle had been removed and re-inserted (B)(6) assumed his co-worker had changed the ethanol bottle and reset it as changed. I checked all ethanol bottles with a density meter all ethanol bottles were within the expected range. Except for bottle 9 my readings found it to be below 74 percent. Instrument software showing bottle 9 concentration as 99 percent. Ethanol bottle nine was changed by staff after me taking readings. No mechanical faults found." The leica commercial excellence / marketing manager - anz collected the following information regarding the circumstances involved in this complaint: the measured ethanol concentration in bottle 9 was 80% and that calculated by the instrument software was 99%; the patient tissue samples exhibiting sub-optimal processing were derived from the "snp 6 hour" protocol comprising 210 cassettes, which started in retort a at 21:51:51pm on (B)(6) 2021 and completed at 05:00:00am on (B)(6) 2021 and the tissue type(s) and size(s) of the affected patient tissue samples were not provided. The leica commercial excellence / marketing manager - anz also documented the following : "fse went on site on (B)(6) and took hydrometer readings for the bottle that was removed. This was identified by the staff as they thought it might be ths [sic] factor causing the issues as the user could not remember actually replacing the content of the bottle with fresh reagent. Once this concentration difference [sic] was confirmed it was recommended the contents of bottle 9 be disposed of and replaced with fresh reagent. Initially only bottle 9 was replaced but after a subsequent dummy run it was re-recommended that all reagents and wax be replaced. Once this was done they customer has not had anymore issues." On 02 june 2021, leica biosystems (B)(4) received information from the leica commercial excellence / marketing manager - anz that all patient cases involved in this event were diagnosable.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that: bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 52 seconds at 14:49pm on (B)(6) 2021 and 55 seconds at 15:14pm on (B)(6) 2021; and at 15:34pm on (B)(6) 2021, the station properties were reset by a user, with the user affirming in the instrument software that the reagent concentration in bottle 9 was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to these user actions were: ethanol concentration=82.2%, cycle=36, cassettes=2721 and days=64 - the reagent in bottle 9 (ethanol) was used for the final dehydration step of "snp 6 hour" protocol comprising 210 cassettes, which started in retort a at 21:51pm on (B)(6) 2021 and completed at 05:00am on (B)(6) 2021. No error codes were recorded during execution of this protocol. - the station properties for bottle 9 (ethanol) were reset at 17:41pm on (B)(6) 2021. There is no evidence of any use error(s) during replacement of this reagent on this occasion. Investigation of this complaint found that the instrument functioned as designed during execution of the "snp 6 hour" protocol started in retort a at 21:51pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Manufacturer evaluation of the information available identified that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error involving failure to follow the manufacturer instructions detailed in the leica peloris/peloris ll user manual in relation to manual reagent replacement. Investigation showed that a use error occurred at 15:34pm on (B)(6) 2021 during manual replacement of the reagent in bottle 9 (ethanol). Specifically, the variance between the measured ethanol concentration in bottle 9 of 80% and that calculated by the instrument software of 99% indicate that manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 15:34pm on (B)(6) 2021, the facts indicate that a use error occurred during manual replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 (ethanol), which had an ethanol concentration of 82.2% due to the use error detailed above, was used for the final dehydration step of the "snp 6 hour" protocol started in retort a at 21:51pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.